Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay pt contacted lifescan (lfs) alleging that his one touch ultra meter was displaying three dashes and the error 2 message. The medical affairs specialist spoke with the pt on november 20, 2006 to obtain add'l info included below: the pt takes insulin every day at 10:00 am. He takes 20 units of fast acting insulin if he eats breakfast or he takes 20 units of slow acting insulin if he does not eat breakfast. He did not know the insulin names. He also takes glyburide 5 mg each am and evening. He obtained the reported meter "about one month ago." He was instructed to test with the meter twice a day and to keep records of his readings. He said his usual am meter reading is around 100 mg/dl before eating. His usual pm reading is around 80 mg/dl. He tested with the reported meter last month. He received a blood glucose reading, but did not recall the reading obtained. He was not able to obtain a reading on the meter after then. He attempted to test with the meter seven days later, while feeling weak at 12:00 am. He said he normally feels weak when his blood glucose level is low (around 50 mg/dl). He ate food and took fast acting insulin "because he had just eaten" and has been directed to take fast acting insulin when he has eaten. He said he thought he took 20 units of insulin prior to calling lfs. He said he did not recall his previous insulin dose, type, or time taken. He said he started to feel better while he spoke with the lfs cca. The cca discovered that the pt was attempting to turn the meter on by pressing the "m" button rather than by inserting a test strip into the meter test strip port. The cca walked the pt through resolving the issues and performing a blood glucose test; however, the pt did not recall the result obtained. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a meter reading for one week. He felt weak and thought his blood glucose level was low. He treated himself with food and fast acting insulin, after which he felt better.